Event description:
The physician used 3 or 4 intra-aortic balloons that ruptured in the same pt, due to the pt's calcified aorta. The pt later expired, but the physician states that death was unrelated to this incident.